Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in spain on 11-aug-2024, it was reported that the patient had low blood glucose levels and got hospitalization for 2 to 3 hours and the blood glucose levels during hospitalization was 32 mg/dl, therefore patient had received glucagon. No further information available.